Manufacturer narrative:
The device was returned to the olympus repair center for repair. The service life of this device is 6 years, but the device was manufactured on september 4, 2006 and has been used for about 15 years. As a result, omsc confirmed that the device had significantly exceeded its service life. Since the service life has expired, there is a possibility that the video functions of the ccd unit, camera cable unit, etc. Have deteriorated due to wear or aging. Therefore, it is possible that the endoscopic image was not displayed due to deterioration of the ccd unit and camera cable unit. The instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was distorted. In addition, the user facility reported that the device was returned to olympus twice for repair but the same issue occurred and the device did not work. The procedure associated with the reported event was slightly delayed due to the replacement of the device. There was no report of patient injury associated with the event.